Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet, stating that lunch and dinner meal algorithms were incorrect and that he frequently altered meal announcements due to perceived insufficient insulin; the device subsequently delivered correction doses and reduced blood glucose from a reported peak of 355 mg/dl to 124 mg/dl. Symptoms included high blood glucose. Outcomes included transient hyperglycemia without hospitalization. Investigation included troubleshooting with the user and education on best practices for meal announcements, along with arrangement for additional training. Investigation of this case revealed no device malfunction and suggested use-related factors related to meal announcement practices and food reporting as the likely contributors to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with probable use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.